Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the strain relief was detached from the luer. A guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations without resistance felt. Microscopic analysis of the catheter was performed and with the help of an ultraviolet (uv) light, separation between the strain relief/luer could be seen. The reported catheter leak was confirmed. However, the failure to deploy allegation could not be confirmed via device analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During the preparation of the catheter, it was observed that irrigation fluid was leaking through the catheter lumen and that the handle was defective. The catheter was immediately set aside, and the procedure was carried out with another catheter. The procedure was completed successfully with the replacement catheter. No patient complications were reported. The catheter was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During the preparation of the catheter, it was observed that irrigation fluid was leaking through the catheter lumen and that the handle was defective. The catheter was immediately set aside, and the procedure was carried out with another catheter. The procedure was completed successfully with the replacement catheter. No patient complications were reported. The catheter is expected to return for laboratory analysis.